Manufacturer narrative:
The device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The camera cable was broken. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information provided by olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the communication failure of due to the camera cable failure. Omsc checked the device history record of the device, there was no irregularity found. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, it was found that after use, the endoscopic image of the subject device was not displayed sometimes. The procedure was completed with the subject device. There was no delay more than 15 minutes. The subject device was used in combination with otv-s400. There was no report of patient injury associated with the event.